Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance (steel wool) inside the electrode pads connector. The steel wool was removed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.